Event description:
It was reported that during patient use the registered nurse (rn) heard the ventilator alarm and noted the graphic user interface (gui) screen had gone dark. She began manually ventilating patient and the ventilator self-rebooted. By the time the respiratory therapist (rt) arrived at bedside, the ventilator was working normally. The user continued to use the ventilator without further incident. There was no reported patient harm.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
See attached follow up summary report.